Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The information provided indicates the rupture occurred as a result of bulky calcification at the ncc struck the vessel wall near the commissure of the ncc and lcc. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr case in the native aortic position, the valve was expanded with -1ml less than nominal volume. The valve was deployed in the targeted position at 60:40 (aortic/ventricular) position. The blood pressure returned at first, but it dropped suddenly to 30mmhg while evaluating residual regurgitation on tee. The echo showed a pericardial effusion and the procedure was converted to surgical aortic valve replacement. Thoracotomy revealed the calcification on the non-coronary cusp (ncc) struck the vessel wall near the commissure of the ncc and the left coronary cusp (lcc). The surgery finished without any further complications and the postoperative course of the patient was reported as good. The physician mentioned as following that there was a bulky calcification on the ncc, and a part of the commissure of right and left coronary cusps was fused with rheumatic lesion which did not open during valve expansion. Therefore, pressure from the balloon might have been applied to the ncc side. The aortic annulus area measured 387.0mm2 and moderate to severe aortic valve calcification was reported. Bulky calcification was noted on the ncc. The valve was explanted but discarded at the hospital; it was not returned for evaluation.